Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) sent an email to the (B)(4) affiliate to report that he/she was diagnosed with a corneal ulcer in the left eye while wearing the acuvue oasys for astigmatism lenses. The pt reported that when he/she uses a lens for greater than 3 hours the left eye only becomes irritated and red. The pt reported that he/she went to an ophthalmologist and was given lubricating eye drops, antibiotics and was removed from lens wear for 3 weeks. On 07apr2017 a return call was placed to the pt and additional information was received as follows: pt reported that at the end of (B)(6) 2017 while wearing two new left eye lenses he/she experienced discomfort, tired eyes, and red eyes after wearing the lenses all day. The pt reported that he/she continued to wear the lenses while experiencing the symptoms and did not go to the ecp for evaluation. The pt reported on (B)(6) 2017 that the left eye symptoms worsened after wearing the second pair of lenses for ten days. The pt states that he/she couldn¿t open the left eye and had a ¿red ring around the cornea,¿ pain, and tearing eyes. The pt stated that he/she removed the suspect lenses immediately and went to the eye care provider (ecp) on (B)(6) 2017. He/she reported that the ecp diagnosed a corneal ulcer in the left eye.¿ the pt reports treatment with zypred (gatifloxacin and prednisone) every six hours for seven days, then every eight hours for seven days; he/she was also prescribed optive lubricating drops as needed for discomfort. Pt still reports left eye ¿small ring around the cornea¿ and was clarified as ¿outside of the colored part of my eye.¿ pt stated that the ecp advised not to return to contact lens wear for three weeks. Pt reported he/she is currently wearing glasses. He/she also reported wearing the acuvue oasys for astigmatism lenses for two years without issue, but stated that this was a new prescription obtained in mid-february. The pt reported his/her wear schedule as fifteen to twenty days and reports not sleeping in the lenses. On 27apr2017 an email was received from the pt with an attachment from the pts treating eye care provider (ecp) with the additional information: the pt presented on (B)(6) 2017 with redness in both eyes, with left being worse. Microscopic examination: 360 degree corneal neovascularization and corneal ulcer in the left eye; contact lens wear was suspended; medication was prescribed for treatment of the ulcer and requested return in 15 days. On (B)(6) 2017 the pt returned with significant improvement of the condition and lesion scaring at 5 o¿clock in the left eye; no contact lens wear was maintained and the pt was advised to return in 30 days for a new evaluation. A receipt was also received from the pt on (B)(6) 2017 with the prescription medications prescribed by the ecp: cilodex drops 1 drop each eye qid for 10 days; clilodex cream, apply ou at night for 10 days, ciproflaxin/dexamethasone); hylo comod drops, 1 gtt each eye, 4x daily; frex clean t, wash ou cilia and eyelids once daily. No additional medical information was received. The lenses were requested for return for evaluation, but they have not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l68q was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One opened contact lens case was received from the customer, which contained two lenses for lot # b00l68q. The lenses met company standards for base curve, center thickness, and diameter. Visual inspection revealed no visual attributes. One lens was observed to be out of specification for power and axis and 1 lens measured within specification. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).